Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that, in late 2006 or early 2007, the patient had an infection, thus his pump couldn¿t be filled. The patient experienced rhabdomyolysis as a result. In (B)(6) 2011, when the pump was replaced, the patient went from a 20ml to a 40ml pump. The patient was noted as receiving intrathecal baclofen therapy. Specific drug information, troubleshooting/diagnosis, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2012-00186 for information regarding events following the pump replacement.